Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were unavailable. Per the initial reporting pt x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, date received by mfg., 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Litigation papers allege that the patient suffered pain and suffering, permanent physical injuries, disfigurement and was injured by excessive levels of chromium and cobalt in her blood as a result of implantation with the asr hip implant. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address painful hip, with metal wear and malpositioning of cup.